Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that balanced phacoemulsification tip broken when in eye during surgery. The surgery details and patient impact details were unknown. Additional information was requested and received that the tip broken when in eye during intraocular lens implantation surgery. The procedure was completed after replacing the broken phacoemulsification tip with a new balance tip.